Event description:
Manufacturer received a summons alleging consumer lost control on their wheelchair and collided with a parked vehicle and pinned her legs between the wheelchair and vehicle.

Manufacturer narrative:
No details of injury were provided at the time of the original notification. At that time no serial number for the product was provided. Subsequently on 10/25/06 plaintiff's counsel provided information-alleging stitches on the consumer's calf had resulted from the incident. No further information was provided. Plaintiff has further indicated that the device remains in use by the owner, apparently without incident. This MDR is filed based on the serious injury claim. There is no information that suggests a product malfunction or defect is present.